Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported condensation in the cartridge and cartridge compartment. Caller reportedly experienced ketoacidosis requiring hospitalization and was treated with insulin IV. Requested return of the alleged device for evaluation.